Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a faulty reservoir. The customer's blood glucose reading was 9.4 mmol/l. The customer stated that they had a problem with the no delivery. The customer stated that insulin was unable to exit the plunger. The customer stated that she changed the reservoir and infusion set 5 times and still had issues with the no delivery. The customer was advised to not use the old reservoirs. The customer will be sent replacement reservoirs.